Event description:
A home patient's nurse reported a drain line leak during patient use. There was no report of patient injury or medical intervention associated with this report per the home patient's nurse. No additional information available.